Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail tractip laser fiber was used in a procedure performed on a (B)(6) 2022. During the procedure, the tip of the laser fiber was broken inside the kidney. The broken tip was attempted to be retrieve using a piranha forceps however the fiber tip was not recovered. The procedure was completed with another lighttrail tractip laser fiber. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation on july 5, 2022 that a lighttrail tractip laser fiber was used in a procedure performed on a (B)(6) 2022. During the procedure, the tip of the laser fiber was broken inside the kidney. The broken tip was attempted to be retrieve using a piranha forceps however the fiber tip was not recovered. The procedure was completed with another lighttrail tractip laser fiber. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The device has been returned for analysis and the reported allegation was confirmed.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: medical device problem code a0501 captures the reportable event of fiber tip detached. Health impact code f23 captures the reportable event of the attempted retrieval of the device fragment. Block h10: upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber confirmed the reported plastic tip break event as analysis identified the glass tip was detached/separated. During functional testing, light from the sub miniature a (sma) connector was bright and round, indicating no fracture within the fiber connector. As per the product analysis, procedural conditions and handling of the device may have contributed to the fiber tip damage. According to the device instructions for use (IFU), the fiber tip represents the most delicate, easily damaged portion of assembly and must be treated with particular care. Based on the information available and analysis results, a conclusion code of adverse event related to procedure was assigned to this investigation.